Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. An additional perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance during advancement to the vessel. The device was pressed several times until the device could be advanced deep enough into the vessel. A cuff miss occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the tavi procedure was completed. Slight oozing was still observed with a high activated clotting time after the knots of the sutures were successfully advanced. A non-abbott device was placed to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.